Event description:
The tip of the wire sheared after during the procedure in the area of a previously placed stent in the right anterior tibial artery. It is suspected that the tip became entrapped in the prior stent and resulted in shearing of the tip. The sheared portion was retrieved. The patient's procedure time was extended; otherwise, no harm.====================== manufacturer response for v-14 short taper 300cm straight tip, (brand not provided) (per site reporter).====================== they will report it to the rep and send replacement product. Unfortunately, the wire and package was not retained after the procedure. The product rep was in the room during the event and was aware.